Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer confirmed that this issue occurred about once a week. The customer stated that the issue began over a year ago. The customer reported that the insulin pump activated the threshold suspend with a low sensor glucose reading when his actual blood glucose level was 130 mg/dl. Assistance was provided regarding the customer's issue. Advised to call back if any further issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.